Event description:
It was reported that(1) device was used during a colectomy. It was reported by the affiliate that the al326 clips fell out of the jaw, and the clips would not close. Another instrument was used to complete the case. There was no consequence to the pt.